Event description:
I had breast augmentation surgery (B)(6) 2016. I had the allergen textured biocell textured silicone. Since placement. I have had the following increased anxiety, depression, heart palpitations, heart arrhythmia, night sweats, brain fog, chronic fatigue, gastrointestinal issues, headache, hair loss, dizziness, lightheaded, facial flushing, temperature intolerance, ibs, colonic inertia, low libido, hemochromatosis, iron overload, constant flulike symptoms, dry flaky skin, joint pain. I've been to md's, gastroenterologist, neurologist, rheumatologist, hematologist, plastic surgeon, cardiologist, numerous ER visits. I've been diagnosed with depression, anxiety, ibs, acid reflux, colonic inertia, hemochromatosis, raynaud's, breast pain, breast burning, breast asymmetry, silicone rupture, algal, thousands of dollars over the years. Not one dr or specialist had ever mentioned possible big. Please educate our youth and upcoming patients in regard to these the physical, mental, financial burden implants can end up costing someone in the long run. I've had no quality of life for almost 10 years. I recently had them explanted. Extensive research must be done and this must become a true diagnosis. I don't want the next patient to go through what I have had to endure. I was never told they were recalled by allergen I started doing research and that's how I found out; 7 years later...I never received information informing me of the symptoms '', I wasn't told how costly they could be. Now it's more to explant then to implant. It's a revolving door in regard to money. Think of one of your family members. Please get this evaluated and help others out. Not take their lives from them. Place and date of purchase: dr (B)(6), united states. Patient codes: 1721; 1849; 1877; 1880; 1994; 2146; 2153; 2194; 2328; 2361; 2467; 4410; 4491; 4504; 4547; 4573; 4581. Device code: 1546. Reference report#: mw5184019.